Event description:
The customer reported that the ventilator alarmed with low tidal volume. The customer reported that the unit was in use on a patient, but there wasn't any patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused.